Manufacturer narrative:
Visual analysis of the photographs identified: rupture: unable to observe due to attached photographs. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported 'bilateral rupture'. This record relates to the left side. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional photo analysis: visual analysis of the photographs identified: rupture: not observed the device in photos only observed the device inside of the peel pouch and covered for a blue towel. And the other photo only observed in the patch. It is not possible to determine the lot number or catalog through the photos provided.